Manufacturer narrative:
Tried several times to contact hospital to speak with someone about the reported event, and was never able to speak with anyone at the hospital the only information that was collected was by nurse consultant that visited the hospital after the reported event. At this time, no device will be returned for evaluation.

Event description:
C-cc-ac - accuracy; it was reported that during a bypass surgery a swan-ganz catheter was being used, and the doctor had a patient that he could not figure out what was wrong because of irradic and erroneous numbers that were observed from the catheter. The doctor could not trust the values. The patient expired. There was no other information that was collected. Tried several times to contact their risk management contact, but never received a call from the hospital.